Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was over-sensing due to a wide qrs complex. The patient was asymptomatic. The healthcare professional elected to monitor the patient remotely rather than reprogram the ICD. There were no consequences to the patient.